Event description:
It was reported that a patient underwent a da vinci-assisted cholecystectomy procedure. The surgeon was performing his second case post-training and being proctored. The procedure was described as a difficult case due to multiple adhesions. The initial intent was to remove the gallbladder completely; however, the gallbladder was found to be adhered to the jejunum. The surgeon resorted to only removing the cephalad part of the gallbladder. After the procedure the patient became septic. A fistula was discovered on post-operative day (pod) #1 via blake drain tip that was positioned in the gallbladder fossa. There was a combination of bile and enteric leak. On pod #2; the patient underwent an exploratory laparotomy and it was found that the patient had a pre-existing cholecystojejunal fistula that was not recognized on the initial procedure. The cholecystojejunal fistula was oversewn and it stayed closed after the procedure. The patient was reported to be stable. The surgeon reported that the cause of the event was due to a pre-existing condition of the cholecystojejunal fistula which was not detected prior to surgery and during the initial robotic assisted procedure. The patient was believed to have developed a fistula from prior medical and surgical conditions. Per the surgeon, the cholecystojejunal fistula did not form as a result of the robotic surgery. The possible cause was attributed to chronic cholecystitis and biliary stricture. The sepsis was treated with source control, antibiotics and nasogastric decompression. The surgeon reported that the device operated as expected and the device did not cause or contribute to the event.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication was related to the patient's condition. The surgeon reported that the cause of the event was due to a pre-existing cholecystojejunal fistula that was not detected prior to surgery and during the initial robotic assisted procedure. There was no device malfunction associated with the event. A review of the site's system logs revealed no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.